Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event reportedly occurred in (B)(6) 2019 and no specific event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is (B)(4).

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a total vaginal hysterectomy, posterior repair, sacrospinous ligament, vaginal vault fixation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device "needle barb" broke off. There was no patient harm noted. The failure mode is unclear, and the event description most likely suggests that the carrier broke off. It is unknown if the event occurred inside the patient and if/how the detached part was removed from the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.